Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. Device return is pending confirmation of availability. If the device is returned to new world medical, an addendum will be filed upon completion of the evaluation.

Event description:
Possible non-functioning fp7. The eye keeps going hypotonus. Dr. (B)(6) thinks the valve is broken and not providing adequate resistance to outflow. Hr just took it out of the patients eye and the surgeon is anxiously awaiting if nwm finds anything wrong with the device.

Manufacturer narrative:
The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop as reported by customer could not be replicated or confirmed.